Manufacturer narrative:
G2. Foreign: gb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that elective replacement indicator (eri) and power on reset (por) codes displayed on the patient programmer. It was noted that stimulation was off. They couldn't remember whether there was a warning sign or information sign displayed next to the por message. Additional information was received from the patient. It was noted that there was an information sign next to the por message. The patient followed these steps to fully clear the por with the patient programmer: 1. Press the navigation button in any direction. This will clear the por screen but not the status of the por. 2. A time screen should now appear. 3. Press the navigation button down one time to select the time function. 4. Set the time with the + or ¿ button to the correct time. 5. Press the navigation button up one time. 6. This should give the patient the synchronize screen. 7. Synchronize with the neurostimulator. The normal therapy screen should now show. 8. The por is now cleared and the patient will have access to their scs therapy again.